Event description:
A notification was received regarding a holmium fiber unit which was reported to have ignited and burned during customer usage. No patient or clinician harm was reported.

Manufacturer narrative:
No production lot was identified within the timeframe of this investigation. No complaint sample was able to be obtained as it was confirmed the complaint facility disposed of the device. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. The root cause of the fiber burn reported was not confirmed but with the information available it is likely it may be related to the state of the customer laser, such as alignment factors. The customer laser was confirmed to not be a dornier medtech laser. Other information about the customer laser was not reported to dmta. Additionally, no impacts or adverse events were reported as a result of the complaint as reported.